Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not load properly. A new kit was used to complete the procedure. There were no patient effects. Product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that the seal was in the loader, and the plunger was received separate and was depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the reported failure "the seal did not load properly" is confirmed. A lot history record review as performed and there was no nonconformance which could have attributed to this failure mode. (B)(4).